Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her daughter was experiencing a power issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that she didn't have the information of when the alleged issue with the subject meter not turning on began. The patient's mother stated that her daughter manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue "a while ago" continued taking her usual dose of medication. On an unspecified day and time after the alleged issue started, the patient¿s mother claimed her daughter felt "high blood glucose headache and nauseated." In response to her symptoms, the patient's mother denied her daughter received any form of medical intervention. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the batteries were just replaced. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.